Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and had offset coil winds. The proximal constraint sphere was attached with the embolization coil. The pull wire was within the distal detachment tip (ddt). Conclusions: evaluation of the returned pod8 confirmed that the embolization coil was detached from the pusher assembly. If the device is forcefully retracted against resistance, the pusher assembly may stretch past the reach of the pull wire and the embolization coil may become detached from the distal detachment tip (ddt). The complaint indicated that the resistance was experienced while retracting the device within its introducer sheath. The introducer sheath was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Further investigation revealed offset coil winds. Based on the return condition, this damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316- the investigation findings do not lead to a clear conclusion about the cause of initial resistance.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. While preparing to advance the pod8 into the patient, the physician flushed the pod8 with saline and advanced and retracted it within its sheath. While retracting the pod8 back to its initial position, the physician reported experiencing resistance. The pod8 then inadvertently detached within the sheath. The issue with the pod8 was found prior to use and therefore it was not used in the procedure. The procedure was completed using two additional pod8 coils and one non-penumbra coil.